Event description:
While placing the screw in a three hole plate the screw broke and the physician was unable to extract the broken piece. A two hole plate was used to secure the fracture. Resulted in a retained piece of hardware (screw). Physician does not believe further surgery will be needed but cannot be certain.